Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: the patient underwent a right total knee arthroplasty for degenerative joint disease due to rheumatoid arthritis. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2019: the patient underwent right knee revision due to suspected aseptic tibial tray loosening. Intraoperatively, surgeon notes that tibial tray is loose at implant-cement interface and notes medial tibia collapse addressed during revision (utilizing augments of the revision components). The femoral and patella are well fixed. Patella was not revised. All other components (femoral, insert and tibial) were replaced with non-depuy revision knee system and with non-depuy cement. Doi: (B)(6) 2017; dor: (B)(6) 2019; (femoral, tibial and insert).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.